Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer's neighbor reported that following cataract extraction with intraocular lens (iol) implant procedure, his neighbor's vision was not as good as was expected and was seeing halos from on coming auto headlights, so the surgeon did a laser procedure to rectify the issue. No further information is expected as the neighbor's identifiers were not reported.